Manufacturer narrative:
The insulin pump passed the displacement test and self test. No screen anomaly noted during testing. Missing segments/partial display not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump just had a white screen. The customer¿s blood glucose level 248mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.